Event description:
It was reported that unspecified malfunction alarms occurred. Additionally, it was reported that multiple altitude alarms occurred. Customer declined additional follow-up with tandem technical support; therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.